Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
Rp.014284 ¿ the dentist informed that dental implant had to be removed after 30 days because it had displaced into maxillary sinus. The installation region was 12#, 30 ncm of primary stability was achieved, the patient presented bone type iii, immediate implant procedure was performed and the perforation of the sinus membrane has occurred during surgery.